Event description:
It was reported that the screen was dark and the sound was low. This occurred during priming at the facility. There was no reported patient involvement.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint that the screen was dark, and the sound was low. Service history review identified no indication that the complaint was related to a service of the device within the view period. Review of event log could not confirm that there was no record of the related customer reported issue. No physical damaged was found on the device. Probable cause was possible defective mainboard and degradation of the lcd display. Device was returned unrepaired to the customer at customer's request.